Event description:
It was reported that the patient¿s stimulation wasn¿t working. The patient noticed that their stimulation stopped working directly after they went back to work on (B)(6) 2013. The patient stood on concrete all day at work. If the patient just sat down in the evening they could turn it on for the evening and get a small amount of relief, but they were still taking medications. The patient had acute pain and increased baseline pain on their left side where the stimulator was placed. The patient had fallen a while prior to the report and their si joint was messed up or inflamed so the patient¿s doctor gave them a shot. The patient¿s left side pain went all the way down their legs to their feet. The patient could still feel the stimulation and it was in the right areas, but the amplitude had to be too high for the patient to feel it. The patient could not function with the stimulation that high. The patient had 2 mris of their back due to carpal tunnel, which was unrelated to the patient¿s back pain or stimulation therapy. The patient had been prescribed a muscle relaxer and had another appointment scheduled for (B)(6) 2014 to discuss further options. The stimulation was not working for the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).